Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that during a device changeout, a lead fracture was observed just below the connector pin. The physician sealed this portion with medical adhesive and the lead remains implanted.